Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a lap lso (laparoscopic left salpingo-oophorectomy) + uphold procedure + posterior repair with biologic graft (repliform) + retropubic suburethral sling (advantage fit) + cystoscopy procedure performed on (B)(6) 2018 for the treatment of cystocele, rectocele and stress urinary incontinence. There were no complications during the implant procedure and the patient was in stable condition following the procedure. After the implant, the patient had experienced pelvic pain and labial adhesions. On september 22, 2020, the patient underwent a vaginal mesh excision, anterior repair, separation of labial adhesions and cystoscopy procedure. On initial exam, the patient had a banded apical mesh. The sling appeared to be laying flat and off tension. There were labial and clitoral adhesions creating skin banding. The anterior mesh (uphold) was sharply divided at the midline and sharp dissection was then performed to the sacrospinous ligaments bilaterally mobilizing the mesh and then excising the mesh at the base. Anterior repair was then performed using 2-0 vicryl in an imbricating manner, the vagina closed in a running fashion using 2-0 vicryl, and perineum repaired using mattress stitches of 2-0 vicryl. Cystoscopy was then performed showing no evidence of bladder or urethral injury. Then, blunt separation was used to lyse the adhesions of the periclitoral and labial area which did remove the skin banding and the skin that was covering the urethra. The patient tolerated the procedure well and was taken to recovery in stable condition. No complications reported.